Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complete lead was returned. The insulation was cut and torn around most the circumference and the lead conductor coils appeared severed 111mm from the terminal pin. Laboratory analysis confirmed that both conductor coils have been cut and the lead insulation has been cut and torn 111mm from the terminal pin. Damage to the insulation could have caused the pacing failure as well as thresholds issues, while a dislogement could not be confirmed. Laboratory analysis could not determine the root cause as well as when the damaged to the lead occured.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular (rv) lead pacing failure was noted as well as an increase in pacing thresholds. A lead dislodgment was suspected. Subsequently the next day, a revision took place and insulation damage on the lead was revealed. The lead was explanted. No adverse patient effects were reported.

Event description:
--